Event description:
Five days after treatment with cosmoderm and cosmoplast the pt began to have symptoms of a "primary irritant reaction." The physician prescribed topical protopic and administered kenalog intralesionally. This is the same event and the same pt reported under MDR ID # 2024601-2004-00180. This second MDR is being submitted for the second suspect product, also a device mfg by inamed corp. This separate distinct number is provided per the FDA's request for traceability purposes.